Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: major bleed/access site adverse event: the cause of the bleed was most likely use issue since the staff forgot to lower the heparin IV doses and bleeding stopped after stopping it.

Manufacturer narrative:
A2: corrected the patient's age

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. A4 is unknown.

Event description:
A 56-year-old female patient was admitted with acute myocardial infarction (ami) and cardiogenic shock (cgs). In the (ICU) intensive care unit there was substantial bleeding at the left femoral access site. The bleeding was attributed to an elevated IV heparin dose, not device malposition. The event was promptly addressed, resulting in no adverse clinical outcome. Bleeding is consistent with known device-related and patient-related factors documented in the instructions for use (IFU). The patient survived and was successfully weaned from impella support.